Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 10-feb-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lower back pain") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure (ess205). In 2006, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), tendonitis ("persistent tendonitis starting in 2006"), multiple allergies ("allergies"), migraine ("migraines"), feeling drunk ("feeling drunkenness"), fatigue ("excessive chronic fatigue"), dizziness ("dizzy spells") and arthralgia ("joint pain"). Steps are currently underway for essure removal (hysterectomy? Salpingectomy?). At the time of the report, the back pain, tendonitis, multiple allergies, migraine, feeling drunk, fatigue, dizziness and arthralgia outcome was unknown. The reporter provided no causality assessment for back pain, tendonitis, multiple allergies, migraine, feeling drunk, fatigue, dizziness and arthralgia with essure (ess205). Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had lower back pain. At the time of the report, steps were underway for essure removal (hysterectomy? Salpingectomy?). This event is anticipated in the reference safety information for essure. Lower back pain in women may have multiple causes, gynaecological and non-gynaecological. In the present case, consumer´s medical history and concurrent conditions were not provided. Given the nature of this event and lack of alternative explanation, causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain"), allergy to metals ("low positive allergy to nickel") and angina pectoris ("pain in heart") in a 41-year-old female patient who had essure (ess205) (batch no. 621807) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "no trailing coil on left due to secondary spasm" on (B)(6) 2017. The patient's previously administered products included for an unreported indication: iud. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced fallopian tube spasm ("secondary spasm during insertion of essure"). In 2007, the patient experienced asthenia ("marked asthenia") and oropharyngeal discomfort ("pharyngeal discomfort"). In 2008, the patient experienced back pain (seriousness criteria medically significant and intervention required), angina pectoris (seriousness criterion medically significant), tendonitis ("persistent tendonitis"), multiple allergies ("allergies"), migraine ("migraines"), feeling drunk ("feeling drunkenness"), fatigue ("excessive chronic fatigue, unbearable fatigue"), dizziness ("dizzy spells"), arthralgia ("joint pain, articular pain episodes"), myalgia ("muscular pain episodes"), joint stiffness ("articular stiffness"), musculoskeletal stiffness ("muscular stiffness"), menorrhagia ("abundant menstruation"), hypotension ("low blood pressure"), dyspnoea ("breathlessness"), visual impairment ("vision disorder"), palpitations ("cardiac palpitations"), speech disorder ("speech disorder"), diarrhoea ("diarrhoea") and middle insomnia ("broken sleep") and was found to have weight increased ("weight gain"). On (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2017 via hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the back pain, allergy to metals, angina pectoris, tendonitis, multiple allergies, migraine, feeling drunk, fatigue, dizziness, arthralgia, myalgia, joint stiffness, musculoskeletal stiffness, menorrhagia, hypotension, dyspnoea, visual impairment, palpitations, speech disorder, diarrhoea, middle insomnia, weight increased, asthenia and oropharyngeal discomfort outcome was unknown. The reporter provided no causality assessment for allergy to metals, angina pectoris, arthralgia, asthenia, back pain, diarrhoea, dizziness, dyspnoea, fatigue, feeling drunk, hypotension, joint stiffness, menorrhagia, middle insomnia, migraine, multiple allergies, musculoskeletal stiffness, myalgia, oropharyngeal discomfort, palpitations, speech disorder, tendonitis, visual impairment and weight increased with essure (ess205). The reporter considered fallopian tube spasm to be related to essure (ess205). The reporter commented: the patient experienced since essure placement a quite rich symptomatology including multiple pain, marked asthenia and pharyngeal discomfort. Insertion of essure on (B)(6) 2007: no trailing coil on left due to secondary spasm, three trailing coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: nickel: low positive chromium: positive. Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: reporter's information updated. Age of patient and other relevant history were updated; new events were added: no trailing coil on left due to secondary spasm and secondary spasm during insertion of essure. Device removal information added. After internal review event allergy to metals was upgraded to incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-feb-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("lower back pain") and angina pectoris ("pain in heart") in a 51-year-old female patient who had essure (ess205) (batch no. 621807) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure (ess205) inserted. In 2007, the patient experienced asthenia ("marked asthenia") and oropharyngeal discomfort ("pharyngeal discomfort"). In 2008, the patient experienced back pain (seriousness criteria medically significant and intervention required), angina pectoris (seriousness criterion medically significant), tendonitis ("persistent tendonitis"), multiple allergies ("allergies"), migraine ("migraines"), feeling drunk ("feeling drunkenness"), fatigue ("excessive chronic fatigue, unbearable fatigue"), dizziness ("dizzy spells"), arthralgia ("joint pain, articular pain episodes"), myalgia ("muscular pain episodes"), joint stiffness ("articular stiffness"), musculoskeletal stiffness ("muscular stiffness"), menorrhagia ("abundant menstruation"), hypotension ("low blood pressure"), dyspnoea ("breathlessness"), visual impairment ("vision disorder"), palpitations ("cardiac palpitations"), speech disorder ("speech disorder"), diarrhoea ("diarrhoea") and middle insomnia ("broken sleep") and was found to have weight increased ("weight gain"). On (B)(6)2017, the patient experienced allergy to metals ("low positive allergy to nickel"), 9 years 9 months after insertion of essure (ess205). The patient was treated with surgery (essure removed on (B)(6)2017). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the back pain, angina pectoris, tendonitis, multiple allergies, migraine, feeling drunk, fatigue, dizziness, arthralgia, myalgia, joint stiffness, musculoskeletal stiffness, menorrhagia, hypotension, dyspnoea, visual impairment, palpitations, speech disorder, diarrhoea, middle insomnia, weight increased, asthenia, oropharyngeal discomfort and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, angina pectoris, arthralgia, asthenia, back pain, diarrhoea, dizziness, dyspnoea, fatigue, feeling drunk, hypotension, joint stiffness, menorrhagia, middle insomnia, migraine, multiple allergies, musculoskeletal stiffness, myalgia, oropharyngeal discomfort, palpitations, speech disorder, tendonitis, visual impairment and weight increased with essure (ess205). The reporter commented: the patient experienced since essure placement a quite rich symptomatology including multiple pain, marked asthenia and pharyngeal discomfort diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6)2017: nickel: low positive chromium: positive. Further company follow-up with the regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: new information received from attorney via legal department (new reporter - lawyer - was added): patient's age was provided. The patient also experienced marked asthenia, pharyngeal discomfort and metal allergy. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-feb-2017. The most recent information was received on 16-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("lower back pain"), allergy to metals ("low positive allergy to nickel") and angina pectoris ("pain in heart") in a 41 year-old female patient who had essure (ess205) inserted (lot no. 621807). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: iud nos. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the day of essure (ess205) insertion, she experienced fallopian tube spasm ("secondary spasm during insertion of essure"). In 2007 she experienced asthenia ("marked asthenia") and oropharyngeal discomfort ("pharyngeal discomfort"). In 2008, she experienced back pain (seriousness criteria medically important and intervention required), angina pectoris (seriousness criterion medically important), tendonitis ("persistent tendonitis"), multiple allergies ("allergies"), migraine ("migraines"), feeling drunk ("feeling drunkenness"), fatigue ("excessive chronic fatigue, unbearable fatigue"), dizziness ("dizzy spells"), arthralgia ("joint pain, articular pain episodes"), myalgia ("muscular pain episodes"), joint stiffness ("articular stiffness"), musculoskeletal stiffness ("muscular stiffness"), heavy menstrual bleeding ("abundant menstruation"), hypotension ("low blood pressure"), dyspnoea ("breathlessness"), visual impairment ("vision disorder"), palpitations ("cardiac palpitations"), speech disorder ("speech disorder"), diarrhoea ("diarrhoea") and middle insomnia ("broken sleep") and was found to have weight increased ("weight gain"). On (B)(6) 2017, she experienced allergy to metals (seriousness criteria medically important and intervention required). On (B)(6) 2017, she experienced device placement issue ("no trailing coil on left due to secondary spasm"). On (B)(6) 2020, she experienced toothache ("tooth ache"). An unknown time later she experienced loose tooth ("loose tooth"). The patient was treated with surgery (essure removed on (B)(6) 2017 via hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for back pain, allergy to metals, angina pectoris, tendonitis, multiple allergies, migraine, feeling drunk, fatigue, dizziness, arthralgia, myalgia, joint stiffness, musculoskeletal stiffness, heavy menstrual bleeding, hypotension, dyspnoea, visual impairment, palpitations, speech disorder, diarrhoea, middle insomnia, weight increased, asthenia, oropharyngeal discomfort, device placement issue, toothache and loose tooth were unknown. The reporter considered device placement issue and fallopian tube spasm to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to tendonitis, multiple allergies, migraine, feeling drunk, fatigue, dizziness, arthralgia, back pain, myalgia, joint stiffness, musculoskeletal stiffness, heavy menstrual bleeding, hypotension, dyspnoea, visual impairment, palpitations, speech disorder, diarrhoea, middle insomnia, angina pectoris, weight increased, asthenia, oropharyngeal discomfort, allergy to metals, toothache or loose tooth. The reporter commented: the patient experienced since essure placement a quite rich symptomatology including multiple pain, marked asthenia and pharyngeal discomfort. Insertion of essure on (B)(6) 2007: no trailing coil on left due to secondary spasm, three trailing coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: nickel: low positive. Chromium: positive. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 16-nov-2022: upon internal review, it was confirmed that cases (B)(4) and (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) was transferred to this case. E2b company number added. Events: toothache, loose tooth added. Further company follow-up with the regulatory authority or the lawyer is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 10-feb-2017. The most recent information was received on 25-jan-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of back pain ("lower back pain"), allergy to metals ("low positive allergy to nickel") and angina pectoris ("pain in heart") in a 41 year-old female patient who had essure (ess205) inserted (lot no. 621807). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Previously administered products included: iud nos. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the day of essure (ess205) insertion, she experienced fallopian tube spasm ("secondary spasm during insertion of essure"). In 2007 she experienced asthenia ("marked asthenia") and oropharyngeal discomfort ("pharyngeal discomfort"). In 2008 she experienced back pain (seriousness criteria medically important and intervention required), angina pectoris (seriousness criterion medically important), tendonitis ("persistent tendonitis"), multiple allergies ("allergies"), migraine ("migraines"), feeling drunk ("feeling drunkenness"), fatigue ("excessive chronic fatigue, unbearable fatigue"), dizziness ("dizzy spells"), arthralgia ("joint pain, articular pain episodes"), myalgia ("muscular pain episodes"), joint stiffness ("articular stiffness"), musculoskeletal stiffness ("muscular stiffness"), heavy menstrual bleeding ("abundant menstruation"), hypotension ("low blood pressure"), dyspnoea ("breathlessness"), visual impairment ("vision disorder"), palpitations ("cardiac palpitations"), speech disorder ("speech disorder"), diarrhoea ("diarrhoea") and middle insomnia ("broken sleep") and was found to have weight increased ("weight gain"). On (B)(6) 2017 she experienced allergy to metals (seriousness criteria medically important and intervention required). On (B)(6) 2017 she experienced device placement issue ("no trailing coil on left due to secondary spasm"). On (B)(6) 2020 she experienced toothache ("tooth ache"). An unknown time later she experienced loose tooth ("loose tooth"). The patient was treated with surgery (essure removed on (B)(6) 2017 via hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for back pain, allergy to metals, angina pectoris, tendonitis, multiple allergies, migraine, feeling drunk, fatigue, dizziness, arthralgia, myalgia, joint stiffness, musculoskeletal stiffness, heavy menstrual bleeding, hypotension, dyspnoea, visual impairment, palpitations, speech disorder, diarrhoea, middle insomnia, weight increased, asthenia, oropharyngeal discomfort, device placement issue, toothache and loose tooth were unknown. The reporter considered device placement issue and fallopian tube spasm to be related to essure (ess205) administration. No causality assessment was received for essure (ess205) with regard to tendonitis, multiple allergies, migraine, feeling drunk, fatigue, dizziness, arthralgia, back pain, myalgia, joint stiffness, musculoskeletal stiffness, heavy menstrual bleeding, hypotension, dyspnoea, visual impairment, palpitations, speech disorder, diarrhoea, middle insomnia, angina pectoris, weight increased, asthenia, oropharyngeal discomfort, allergy to metals, toothache or loose tooth. The reporter commented: the patient experienced since essure placement a quite rich symptomatology including multiple pain, marked asthenia and pharyngeal discomfort. Insertion of essure on (B)(6) 2007: no trailing coil on left due to secondary spasm, three trailing coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: nickel: low positive, chromium: positive. Lot number: 621807, manufacturing date: 2006/12 and expiration date:2008/11. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2023: quality safety evaluation of ptc. Further company follow-up with the regulatory authority or the lawyer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had lower back pain. At the time of the report, steps were underway for essure removal (hysterectomy? Salpingectomy?). This event is anticipated in the reference safety information of essure. Lower back pain in women may have multiple causes, gynaecological and non-gynaecological. In the present case, the medical history and concurrent conditions were not provided. Given the nature of this event and the lack of alternative explanation, a causality with essure cannot be totally excluded. Non-serious events were also reported. This case was regarded as incident since device removal is planned. A product technical analysis resulted in an unconfirmed quality defect, as lot number and complaint sample were not available.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4) on 10-feb-2017. The most recent information was received on 25-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lower back pain") and angina pectoris ("pain in heart") in a female patient who had essure (ess205) (batch no. 621807) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced back pain (seriousness criteria medically significant and intervention required), angina pectoris (seriousness criterion medically significant), tendonitis ("persistent tendonitis"), multiple allergies ("allergies"), migraine ("migraines"), feeling drunk ("feeling drunkenness"), fatigue ("excessive chronic fatigue, unbearable fatigue"), dizziness ("dizzy spells"), arthralgia ("joint pain, articular pain episodes"), myalgia ("muscular pain episodes"), joint stiffness ("articular stiffness"), musculoskeletal stiffness ("muscular stiffness"), menorrhagia ("abundant menstruation"), hypotension ("low blood pressure"), dyspnoea ("breathlessness"), visual impairment ("vision disorder"), palpitations ("cardiac palpitations"), speech disorder ("speech disorder"), diarrhoea ("diarrhoea"), middle insomnia ("broken sleep") and weight increased ("weight gain"). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the back pain, angina pectoris, tendonitis, multiple allergies, migraine, feeling drunk, fatigue, dizziness, arthralgia, myalgia, joint stiffness, musculoskeletal stiffness, menorrhagia, hypotension, dyspnoea, visual impairment, palpitations, speech disorder, diarrhoea, middle insomnia and weight increased outcome was unknown. The reporter provided no causality assessment for angina pectoris, arthralgia, back pain, diarrhoea, dizziness, dyspnoea, fatigue, feeling drunk, hypotension, joint stiffness, menorrhagia, middle insomnia, migraine, multiple allergies, musculoskeletal stiffness, myalgia, palpitations, speech disorder, tendonitis, visual impairment and weight increased with essure (ess205). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: back pain: n 248 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-apr-2017: (B)(6) received follow up information: patient's initials were updated, ess205 (batch number added) was inserted on (B)(6) 2007, events started in 2008 (added events: muscular pain episodes, articular and muscular stiffness, abundant menstruation, low blood pressure, breathlessness, vision disorder, cardiac palpitations, speech disorder, diarrhoea, broken sleep, pain in heart, weight gain) . No causality nor seriousness assessment was provided for the new events. Essure was removed on (B)(6) 2017 company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had lower back pain. Upon receipt of further information, also pain in heart was reported. Essure was removed almost 10 years after insertion. Lower back pain is anticipated and pain in heart, seen as angina pectoris, is unanticipated in the reference safety information of essure. Lower back pain in women may have multiple causes, gynecological and non-gynecological. In the present case, the medical history and concurrent conditions were not provided. The event started one year after insertion. Given the nature of this event and the lack of alternative explanation, causality with essure cannot be totally excluded (related). Considering the local and mechanical effect of essure in the fallopian tubes, the event pain in heart, that is usually the result of myocardial ischemia, was considered unrelated to essure. Non-serious events were also reported. This case was regarded as incident since a device removal was required. An updated product technical analysis is awaited.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 10-feb-2017. The most recent information was received on 21-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("lower back pain") and angina pectoris ("pain in heart") in a female patient who had essure (ess205) (batch no. 621807) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced back pain (seriousness criteria medically significant and intervention required), angina pectoris (seriousness criterion medically significant), tendonitis ("persistent tendonitis"), multiple allergies ("allergies"), migraine ("migraines"), feeling drunk ("feeling drunkenness"), fatigue ("excessive chronic fatigue, unbearable fatigue"), dizziness ("dizzy spells"), arthralgia ("joint pain, articular pain episodes"), myalgia ("muscular pain episodes"), joint stiffness ("articular stiffness"), musculoskeletal stiffness ("muscular stiffness"), menorrhagia ("abundant menstruation"), hypotension ("low blood pressure"), dyspnoea ("breathlessness"), visual impairment ("vision disorder"), palpitations ("cardiac palpitations"), speech disorder ("speech disorder"), diarrhoea ("diarrhoea"), middle insomnia ("broken sleep") and weight increased ("weight gain"). The patient was treated with surgery (essure removed on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the back pain, angina pectoris, tendonitis, multiple allergies, migraine, feeling drunk, fatigue, dizziness, arthralgia, myalgia, joint stiffness, musculoskeletal stiffness, menorrhagia, hypotension, dyspnoea, visual impairment, palpitations, speech disorder, diarrhoea, middle insomnia and weight increased outcome was unknown. The reporter provided no causality assessment for angina pectoris, arthralgia, back pain, diarrhoea, dizziness, dyspnoea, fatigue, feeling drunk, hypotension, joint stiffness, menorrhagia, middle insomnia, migraine, multiple allergies, musculoskeletal stiffness, myalgia, palpitations, speech disorder, tendonitis, visual impairment and weight increased with essure (ess205). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: back pain. The analysis in the global safety database revealed 279 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.